Event description:
Complainant alleged that during pt set-up of the device, the clinician was unable to change either the displayed ECG size, leads, or the device energy levels using the keys on the device's front panel. In addition, the clinician was also unable to attain an ECG trace. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.